Manufacturer narrative:
This is 1st of 2 reports. Device not returned.

Event description:
It was reported that during procedure, the first balloon catheter (subject device) was ruptured. The first balloon was removed from the patient's body and replace with a 2nd balloon catheter. During use of the 2nd balloon catheter, extravasation was observed. No additional information is available currently.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. The information provided in the complaint indicated that there were no anomalies noted to the device prior to use. It is possible that the device may have been over inflated during the procedure; however, this cannot be definitively determined. An assignable cause of undetermined was assigned to the as reported event 'balloon burst/ruptured' as a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause and the device was not returned for analysis.

Event description:
It was reported that a patient was hospitalized due to subarachnoid hemorrhage and during the procedure, the first balloon catheter (subject device) was ruptured. The first balloon was removed from the patient's body and replace with a 2nd balloon catheter. The patient suffered from extravasation and a drain was opened. One day following the procedure, the patient¿s family elected to withdraw care and the patient expired. The physician does not believe the extravasation and patient¿s death was caused by the stryker devices used during the procedure.